Event description:
It was reported that during an upgrade procedure, it was noted that the atrial lead insulation was abraded. The lead exhibited no electrical anomalies and was left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.